Event description:
The medical education specialist reported that the bur broke off inside the drill during a medical lab. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The medical education specialist reported that the bur broke off inside the drill during a medical lab. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: device evaluation: follow-up report submitted to document device evaluation results.